Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to cross and hemorrhage appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a leaking aneurysm in the left anterior descending artery. The 3.0 x 19 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the aneurysm due to the anatomy. Multiple dilatations were performed and a 4.0 x 16 mm graftmaster stent was implanted successfully. The patient had a good outcome. No additional information was provided.